Event description:
Adverse skin reaction: a representative from medline called to report 3 patients under the care of the same physician at benefits hospital have developed cellulitis and one was re-admitted while using the primapore product. 1 of 3 reports to be submitted.